Event description:
Valiant captivia stent grafts were implanted during the endovascular treatment of a ruptured thoracic aortic aneurysm measuring greater than 40mm. The patient had presented emergently with hematemesis. It was reported during the index procedure that the valiant captivia stent grafts (vamf3434c150tj + vamf3838c150tj ) were retracted and placed directly under the left subclavian artery. However, an issue occurred with the tip capture was released during deployment of  stent graft (vamf3838c150tj). The tip capture release handle could be rotated forward, but it could not slide in the peripheral direction, resulting in incomplete deployment. The tip capture release procedure was carefully repeated more than 10 times while closely monitoring the stent graft for migration under fluoroscopy. Eventually, the tip capture release handle slid in the peripheral direction and  the deployment was successfully c ompleted. Contrast imaging confirmed there was no migration of the stent graft and that no endoleak had occurred. It was confirmed that there was no damage to either delivery system or device packaging, which was sealed when taken off the shelf. The valiant captiva was deployed according to the instructions for use. Per the physician the cause of the deployment issue was not specified. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Product analysis # (B)(4):one (1) image showing the tip capture release handle fully retracted was received. The reported deployment/expansion issue could not be confirmed based on the image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the device returned with the external slider in the home position and the tip capture release handle fully retracted. A gap was visible between the taper tip and the tip capture release mechanism. There was slight resistance advancing and retracting the tip capture release t-bar. The handle was disassembled. There were no abnormalities observed to the internal tip capture release mechanism. Detached silicone was visible on the circumference of the peek lumen. The peek lumen was cut and removed with the silicone seal. Tears were visible to the seal and a section of silicone material had detached indicating the peek lumen and silicone seal had adhered leading to detached silicone on the peek lumen when the tip capture release handle was retracted. The reported deployment/expansion difficulties were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.